Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
The customer reported that the ventilator alarmed with watch dog timer failed error. The customer reported there was no patient involvement.

Manufacturer narrative:
Failure analysis on the returned gas delivery system (gds) shows that the gds had an air flow sensor u1 with an offset. This caused the air flow accuracy test to fail. Replacing the air flow sensor resolved the problem, the ventilator delivered breaths without errors occurring and the air and o2 flow accuracy test passed.